Event description:
It was reported that spectrum pump speakers had bad sound. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5: the reporter had also stated 'alarms are not working properly'. The device was received for evaluation. During functional testing, 'speakers sound bad, alarms are not working properly' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.